Manufacturer narrative:
Beckman coulter (bec) customer technical support (cts) advised the customer to perform a system check and precision run; the precision run failed. A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse verified ultrasonic voltage, but noted the temperature of the probe was higher than specification. The fse corrected the probe temperature. A passing system check, high sensitivity system, and precision run were performed. Service activity performed was verified to meet the specified requirements per established procedures. (B)(4).

Event description:
The customer reported the access 2 immunoassay system of a unicel dxc 600i synchron access clinical system had been generating erratic troponin I (accutni+3) quality control (qc) results over the past week. Accutni+3 results for low level qc materials recovered near two standard deviations below established mean and shifted to greater than three standard deviations above established mean. The customer stated there were no discrepant accutni+3 patient results generated. The customer took the instrument out of use for all assays.